Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis and x- ray confirmed that the outer conductor coil had a break approximately 30 cm from the terminal pin. There were no fractures on the inner coil, however there was an anomaly found near the terminal end at the initiation site. The fracture occurred near the clavicle region of the lead likely due to fatigue, which led to the reported observations of high pacing impedances.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range pacing impedances greater than 2000 ohms. It was reported that the plan was to increase the device follow-up to monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the rv lead was explanted and replaced due to high pacing impedances greater than 2000 ohms. Intravenous antibiotics were administered to the patient, and the patient was hospitalized as a result of the revision. No additional adverse patient effects were reported.